Manufacturer narrative:
A partial lead with the connector pin measuring 11.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that syncopal patient presented in the ER by paramedics after experiencing an episode of ventricular fibrillation where CPR and external defibrillation had to be administered to rescue the patient. The following day, rv lead exhibited low out of range hv lead impedances. The lead was capped and replaced. The patient was stable after the procedure.